Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having draining slowly message during drain 1,2, and 3 of their treatment. The patient discontinued treatment during drain 2 of 3 and 3 of 3 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 911 ml and 727 ml during drain 2 and 3 of the treatment. This drain volume is 229 % and 369% the patient's prescribed fill volume of 397 ml and 197 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Additional information was requested, however; to date has not been provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having draining slowly message during drain 1,2, and 3 of their treatment. The patient discontinued treatment during drain 2 of 3 and 3 of 3 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 911 ml and 727 ml during drain 2 and 3 of the treatment. This drain volume is 229 % and 369% the patient's prescribed fill volume of 397 ml and 197 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Additional information was requested, however; to date has not been provided.